Event description:
Device 3 of 3. Reference MFR. Report #'s 1627487-2012-00080 and 1627487-2012-00081. It was reported that pt ((B)(6)) is w/o stimulation. A diagnostic test revealed low impedance measurements for one contact. Readings for the remaining electrodes were within specifications. An x-ray was also performed; however, no visual anomalies were observed. Efforts to resolve this matter via programming have proven unsuccessful. The pt denies experiencing any trauma or falls which may have attributed to this event and is working closely with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.